Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin centrifugal pump system. The incident occurred in (B)(4). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the knob of the scpc being used with the sorin s5 system was identified to be broken during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and replaced the speed potentiometer of the scpc unit. The device was tested and no further issues were noted. The unit was released to the customer. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the knob of the scpc being used with the sorin s5 system was identified to be broken during a procedure. There was no report of patient injury.

Manufacturer narrative:
MFR site: additional information. (B)(4). MFR site: additional information livanova (B)(4). Livanova (B)(4) received a report regarding the s5 system; the device is no longer referred to as the sorin s5 system. The failed device was returned to livanova for an investigation. The visual inspection did not show any abnormalities or defects. The functional evaluation showed open circuits when the knob was turned. Zero voltages were recorded on the mulitmeter when the unit was turned. The reported failure was confirmed and reproduced. A review of the DHR could not identify any deviations or non-conformities relevant to the reported issue. The bolt that holds the knob on the scp tight came loose allowing the encoder to spin causing cable/wire to be pulled and damaged.